Event description:
The syringe pump had not delivered any dopamine after running for 3 hours. Further investigation indicated that the syringe drive on this pump had sustained physical damage from being dropped or struck. The damage was visible on the syringe pump's housing. The impact from being dropped or struck damaged the drive mechanism and cracked the housing.